Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature study article, a physician reported the postoperative complications that occurred in multiple patients who had received silicone oil injections. The patient's who underwent postoperative silicone oil removal following vitrectomy surgery, experienced cystoid macular edema in the eye (unknown). The current condition of the patient's was unknown. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. All compounding, preprocessing, filling and packaging master batch records are subjected to 2 independent reviews. In addition, the following are reviewed: all chemistry and microbial finished product results. Environmental, utility, bioburden records. Sanitization records. Sterilization cycles. Root cause for the complaint condition could not be determined. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).